Manufacturer narrative:
The evaluation of the system was completed by field service. The power supply module was suspect and replaced as a precautionary measure. The system was tested and passed within specification. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility in (B)(4) reported the system auto powered off during surgery. Additional information received, the system was rebooted and ran fine. There was no impact to the patient.